Event description:
It was reported that the cartridge was cracked. There was no reported impact to the customer's blood glucose level. The customer replaced the cartridge and resumed insulin therapy successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.